Event description:
It was reported that during the surgery the foot control was not working, surgery was finished using competitor device (bovie). No patient injuries or significant delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed no problems. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Clinical evaluation found the device was returned for analysis and results revealed that the unit functioned as intended. Since no patient harm is being alleged, no further assessment is warranted at this time. Risk management files and instructions for use were reviewed, but due to limited information regarding the failure applicable statements could not be determined. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.